Manufacturer narrative:
It was reported that the ventilator did not start. The ventilator was investigated by our field service engineer on site and the control cable pins were verified damaged and the dc/dc & standard connectors printed circuit board was determined defective. The issue was confirmed in the provided pictures. The customer declined repair of the unit and the service order was closed. No log files have been provided and no parts have been replaced and returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).